Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- premature rupture of ostheosynthesis stems, posterior spine for t11-sacrum scoliosis at 4, 1/2 months of im plantation. It was reported that, post-op, the implant broke. Patient underwent revision surgery as a result of this event. Explantation of the medical device and implementation of new stems (device) has been done. No any fragments of the implant remaining in the patient body. There were no patient complications as a result of this event. There has been a reintervention and replacement of the stems. There were no clinical consequences and no post-operative complications at the moment.